Event description:
It was reported that a minicap extended life pd transfer set and titanium adapter had a connection issue. It was further described as " the transfer set fell out of their catheter". This occurred during use of the devices, at the end of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event; however, was provided prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.